Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the catheterization, the user ¿lost control of the catheter¿, when torquing the hub, the tip wasn't reacting (on fluoroscopy). They pulled back on the catheter and then realized tip was missing. They injected contrast into the aorta and realized distal tip was now in ascending aorta at renal arteries level. The distal portion of catheter then got separated from the rest of the shaft at the welding point. ¿by the time they pulled back on the catheter, the distal part reached the ascending aorta at the renal arteries level.¿ the physician then went via femoral access (7fr) with a snare device to capture the distal portion and pull it back out of the patient. Additional manipulations took around 20-25 extra minutes. The patient is fine and will be readmitted for catheterization in coming days. The vessels were normal with no stenosis in the aorta or radial artery. It was not a cto lesion. The catheter was prepped and used according to standard. It looked normal before usage. It had been inserted to radial artery via radial sheath (avanti trans-radial) and then to descending aorta through sub-clavian artery. The problem occurred when the physician tried to torque the catheter to canulate the right coronary. There was no resistance met while advancing the device and no excessive torquing was required. There was no more than usual resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. The device separated right at the junction segment between distal part and shaft. Procedural films are not available. A non-sterile f6inf tl jr 4 100cm diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, a separation was observed at tip to body fuse area. The catheter¿s tip was missing/ separated from body (not returned for analysis). The separated (tapered) distal area of the received unit was inspected under vision system and body shaft at distal tapered area showed elongations and braids wire demarcations. No other anomalies found. The received separated catheter¿s body shaft od and ID were measured near to separation area and results were found within specification. Functional analysis was not conducted due to any sterile units returned to perform pull test /analysis. A sem analysis was performed to the received unit with the following results: results showed that the distal section of the body presented elongations. However the catheter distal tapered section did not show evidence of transference of tip material residuals. The received separated catheter¿s body shaft was submitted for a dsc (differential scanning calorimetric) testing to further investigate the cause of the separation body-tip observed on the complaint unit received. Dsc analysis ruled out the presence of any discrete degradation or change in the molecular architecture of the plastic compounding analyzed. It was noted that sample exhibited a normal behavior and an adequate melting process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This complaint reported by the customer as ¿diagnostic cardiology catheter-brite tip/distal tip-separated-in patient¿ was confirmed due to the separated condition of the unit as received. However, the exact cause could not be determined. Based on the information available for review, factors contributing to the separation could not be determined. Elongation at the point of separation, noted during analysis, may suggest that force was applied to the device; however, the event description notes that no excessive torqueing was applied to the unit. Neither the DHR nor the analysis suggest a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Event description:
During the catheterization, they lost control of the catheter, when torquing the hub, the tip wasn't reacting (on scopy). They pulled back on the catheter and then realized tip was missing. They shooted the aorta and realized distal tip was now in ascending aorta at renal arteries level. Device will be forwarded on receipt. The catheter was prepped and used according to standard. It looked normal before usage. It had been inserted to radial artery via radial sheath (avanti trans-radial) and then to descending aorta through sub-clavian artery. The problem occurred when the physician tried to torque the catheter to canulate the right coronary. The distal portion of catheter then got separated from the rest of the shaft at the welding point. It will be seen in the device that the separation occurred at the junction portion. By the time they pulled back on the catheter, the distal part reached the ascending aorta at the renal arteries level. The physician then went via femoral access (7fr) with a snare device to capture the distal portion and pull it back out of the patient. Additional manipulations took around 20-25 extra minutes. The patient is fine and will be readmitted for catheterization in coming days. The vessels were normal with no stenosis in the aorta or radial artery. It was not a cto lesion. There was no resistance met while advancing the device and no excessive torquing was required. There was nothing more than usual resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. The device separated right at the junction segment between distal part and shaft. Procedural films are not available.